Manufacturer narrative:
This report is submitted on 28 april 2020.

Event description:
It was reported that the patient's device was explanted (date not reported). Additional information was requested but not made available as of the date of this report.